Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occured. There was no report of death or serious injury.

Manufacturer narrative:
The product has been returned and an investigation is in process. Customer and retailers have been informed. Investigation in process